Event description:
It was reported that during a gynecological procedure, the handpiece blade stopped spinning. The blade was stopping because it was difficult to connect it into the mdu, and the handpiece remained a little loose because of the bad connection between the mdu and the handpiece. The customer had to turn off the device, put the connector of the handpiece into the generator and remain pushing it towards the equipment to be able to continue the procedure. The case was completed without any adverse consequence to the patient

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.